Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced hypoglycemia with unspecified symptoms. The patient was taken to the hospital and was treated there with ¿one shot medication. After treatment, the patient recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b, c and d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.